Manufacturer narrative:
The device was not returned to olympus for inspection, but the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: white fragment may have fallen off from the mouthpiece should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No change to customer event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoscope reprocessor had white debris mixed in the tube of the auxiliary water supply. The issue was found during reprocessing. There was no report of patient involvement.